Event description:
The pt had called in to the customer service line in 11/2003 and stated that the unit was shocking them. Pt also stated that the unit "burned" them and they had a small blister. The result of the blister was a scar on their hip. At the time of the incident pt was actively moving with device and the standard 2" round electrodes. The unit was set at approx 13-20 amps. A pt services technician visited the pt and stated that he saw a light mark on the pt's back, but the blistering was no longer present.